Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient re-reported issues with her recharger getting warm/thermometer screen and how long it takes to charge her ins. The patient confirmed the adhesive disks have improved the charging issue. The patient then mentioned something about taking out one battery because she has two batteries. The patient was really difficult to follow and clarify the information with so the patient service agent focused on the patient's reason for call. The patient's reason for the call was to order four boxes of adhesive disks. The patient mentioned she charges every other day. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep stated that they captured the recharger hidden stats, and discussed the ins turning off on (B)(6) 2018. They noted that the recharger stats showed a full charge on (B)(6) 2018. They stated that the patient recharges at night while in bed, so they do not monitor charge level. Patient services discussed that the recharger will turn off when it gets hot due to the antenna temperature sensor, and that there is not a lot of airflow if the patient charged in bed. The rep stated that they will speak to the patient about better recharging habits due, as they have severe pain when they lose stimulation. The rep noted that this occurred on (B)(6) 2018 when the ins became discharged. It was confirmed that the ins turned off two night prior to the report due to discharge. The rep mentioned that the patient indicated that when stimulation is off, it knocks them off of their feet. It was reported that the issue was resolved. No further complications were reported or anticipated.

Event description:
Additional information was reported that the patient re-reported issues with her recharger getting warm/thermometer screen and how long it takes to charge her ins. The patient confirmed the adhesive disks have improved the charging issue. The patient then mentioned something about taking out one battery because she has two batteries. The patient was really difficult to follow and clarify the information with so the patient service agent focused on the patient's reason for call. The patient's reason for the call was to order four boxes of adhesive disks. The patient mentioned she charges every other day. No further information was reported.--from pe-704995600-2021-sep-15 rtg0299946 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they noticed the ins took 12-13 hours to charge even though the pt was using the adhesive discs. Pt said they adhesive discs started melting to the pt's back because the charge duration was so long and the pt's recharger was overheating. Pt said the recharger displayed the "thermometer." Pt texted medtronic (mdt) rep. On (B)(6) 2021 and again on (B)(6) 2022 and mdt rep. Told the pt they would need a replacement ins. Pt got a replacement ins. Patient services specialist documenting reported event. Pt recalled an event where their pt programmer was washed while the pt was in the hospital and then said the reason they were in the hospital was "related and not related to the spinal cord stimulator(scs)" pt later confirmed on the call that the hospital visit was because of "trigger points in neck" and an accident where the healthcare provider (hcp) did a double hemothorax and punctured both lungs; pt conformed the hospital stay was unrelated to scs. Pt mentioned they had a "bad arm, bad neck, and bad shoulder" on the call.--from pe-704995600- information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they noticed the ins took 12-13 hours to charge even though the pt was using the adhesive discs. Pt said they adhesive discs started melting to the pt's back because the charge duration was so long and the pt's recharger was overheating. Pt said the recharger displayed the "thermometer." Pt texted medtronic (mdt) rep. On (B)(6) 2021 and again on (B)(6) 2022 and mdt rep. Told the pt they would need a replacement ins. Pt got a replacement ins. Patient services specialist documenting reported event. Pt recalled an event where their pt programmer was washed while the pt was in the hospital(see case as previously reported) and then said the reason they were in the hospital was "related and not related to the spinal cord stimulator(scs)" pt later confirmed on the call that the hospital visit was because of "trigger points in neck" and an accident where the healthcare provider (hcp) did a double hemothorax and punctured both lungs; pt conformed the hospital stay was unrelated to scs. Pt mentioned they had a "bad arm, bad neck, and bad shoulder" on the call. Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they noticed the ins took 12-13 hours to charge even though the pt was using the adhesive discs. Pt said they adhesive discs started melting to the pt's back because the charge duration was so long and the pt's recharger was overheating. Pt said the recharger displayed the "thermometer." Pt texted medtronic (mdt) rep. On (B)(6) 2021 and again on (B)(6) 2022 and mdt rep. Told the pt they would need a replacement ins. Pt got a replacement ins. Patient services specialist documenting reported event. Pt recalled an event where their pt programmer was washed while the pt was in the hospital(see case as previously reported) and then said the reason they were in the hospital was "related and not related to the spinal cord stimulator(scs)" pt later confirmed on the call that the hospital visit was because of "trigger points in neck" and an accident where the healthcare provider (hcp) did a double hemothorax and punctured both lungs; pt conformed the hospital stay was unrelated to scs. Pt mentioned they had a "bad arm, bad neck, and bad shoulder" on the call.

Manufacturer narrative:
Continuation of d10: product ID 37791; serial# unknown; product type recharger. Product ID 37751; serial# (B)(6); product type recharger. Product ID pnma01411a004; serial# unknown; product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep thinks the ins is turning off when the thermometer appears on the screen. Recharging statistics were looked at and the ins stopped charging a couple of times because of temperature. The patient was not charging under blankets/pillows. No out of box failure was reported. The rep reported sudden pain in the normal paresthesia area. The rep said when stimulation is off the patient's pain is extremely high. The therapy takes care of the patient's pain well which is why she charges at a regular time frame. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt called back an repeated information previously documented in this case about being hospitalized due to reasons unrelated to their ins. Pt also repeated that their restore ins was replaced because it was taking them about 13 hours to charge. Pt repeated that they used adhesive disks to charge and it burned their skin and were melting onto the patient's back. Pt said they took pictures of the burn and sent them to a manufacturer representative (rep). Pt also mentioned they really like their intellis device and it relieves their symptoms much better.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep thinks the ins is turning off when the thermometer appears on the screen. Recharging statistics were looked at and the ins stopped charging a couple of times because of temperature. The patient was not charging under blankets/pillows. No out of box failure was reported. The rep reported sudden pain in the normal paresthesia area. The rep said when stimulation is off the patient's pain is extremely high. The therapy takes care of the patient's pain well which is why she charges at a regular time frame. The recharger antenna was damaged. No further complications were reported. Additional information was received and it was reported that the sudden pain and the thermometer screen had resolved after the recharging sessions were evaluated and the antenna was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 37791, serial# unknown. Product type recharger; product ID 37751, serial# (B)(4). Product type recharger, product ID pnma01411a004 , serial# unknown. Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a manufacturer¿s representative [rep] stated that the patient was charging more frequently, the patient used to recharge once a week, and now recharges every couple of days. It was reported there were no changes in parameters. The rep reported stim still randomly turns off when the temperature screen is seen during the day, and ins impedances were fine, between 600 and 800 ohms. Charging best practices were reviewed along with antenna placement. The rep reported the patient will start off charging with a recharging belt, but then it slips off and so she uses her hand to charge. Adhesive discs were suggested. It was reviewed that charge time will increase with poor coupling, and the ins should be fully charged each time. The patient reported the "antenna too hot" icon would still be seen, and the patient was sent a new recharger. There were no reported complications and no further complications were expected.